Event description:
During a rotator cuff repair, after the anchor was inserted, the pt experienced infection like symptoms. A culture and sensitivity was done and showed no growth. The pt was sent to the o.r. And 50cc's of pus was extracted near the subcutaneous skin and debrided. Also revealed, was a defect in the deltoid muscle. The pt was hospitalized for 3 days and was given antibiotics via intravenous. The pt was sent home and is reported to be doing well. No further complications were reported.